Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. Results of functional testing indicate that there were scratches and delamination of bezel, foggy film bezel display and corrosion on all housing pins. The alleged problem was not confirmed upon evaluation. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was repaired by replacing the parts that were found damaged and/or outdated. The device was returned to the customer site. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping device indicating that the box reads artifacts and when hooked up to a tester, it showed a heartrate much lower than it should be. It is unknown if the device was in use at time of event, and there was no adverse event reported.